Manufacturer narrative:
B3: event date is date valid continuation of d10: product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Rep reported that the patient (pt) requested an explant in (B)(6) 2024 because they were experiencing consistent hip pain that they believed got worse after ins implant. Pt noted they were later diagnosed with arthritis in their hip, which was the cause of the hip pain. Rep learned of the explant recently at pt's new ins trial. The old implant has been discarded and will not be returned. Rep indicated they would send any further information as they become aware.